Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the control iq software did not correctly calculate automatic boluses to be delivered. Reportedly, the customer continued to use the pump for insulin therapy.